Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was provided on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following an intraocular lens (iol) implant surgery. The patient's postoperative refraction showed no improvement. In a follow up, a nurse reported the patient had blurry vision. The lens was exchanged to reach the target refraction of plano. In an additional follow up, a nurse reported the patient had blurry vision. The lens was exchanged to reach the target refraction of plano. In an additional follow up, a nurse reported the lens was exchanged for a .5 diopter difference in power. The surgeon believes the lens may have rotated; chose to exchange the lens not reposition. The patient was reported to have good visual outcome following the exchange. Additional information has been requested.